Event description:
A cranial surgery for two depth electrode placements in the brain, to the left and right ventral intermediate nucleus (vim) inside the left and right thalamus, with nuclei sizes of ca. 17ccm (left) and 20ccm (right), to treat essential tremor with deep brain stimulation (dbs), has been planned with the brainlab elements - image fusion 5.0 and trajectory planning 2.6 for the electrode positions, to place their leads with a non-brainlab stereotactic arc/frame. From evaluating the placed electrode leads with post-operative CT scan, the surgeon determined that both electrodes were placed ca. 2-3mm deeper than planned/intended and with slight deviations of the other directions at the target point. The neurologist was still able to retrieve acceptable results (readings) from the placements. According to the surgeon & neurologist (treating clinicians): the outcome of the surgery was considered acceptably successful as intended, with acceptable results from the placements and without any changes of their position at or after this surgery. There was no direct (or increased) risk to harm a critical structure due to these deviating placements. There were no changes to the planned procedure at the surgery, and no prolongation of the surgery/anesthesia. There was no harm or negative effect to the patient. There were no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since electrode leads were placed in a different location in the brain than intended with the brainlab stereotactic planning involved, despite according to the surgeon & neurologist (treating clinicians): the deviation of the leads placed was detected by the surgeon with a post-operative CT scan, whereas the outcome of the surgery was considered acceptably successful as intended, with acceptable results from the placements and without any changes of their position at or after this surgery. There was no direct (or increased) risk to harm a critical structure due to these deviating placements. There were no changes to the planned procedure at the surgery, and no prolongation of the surgery/anesthesia. There was no harm or negative effect to the patient. There were no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the electrodes placed in the brain ca. 3mm deeper and more anterior than intended, planned with the brainlab stereotaxy treatment planning, is: a significantly wrong image fusion between the MRI t1 and the stereotactically localized CT was automatically calculated (as expectable for poor image data quality scans/combinations as in this case, not indicating any software malfunction) and actively accepted by the user without having applied the required manual correction after the necessary and by the brainlab software prompted review, despite the visible discrepancy of the overlaid displayed datasets, not following brainlab instructions. The data provided for this surgery shows the deviation of this image fusion. The deviation is best visible in the sagittal reconstruction, and with the available amber/blue overlay function. From the imaging data provided, the localized CT (cone-beam o-arm scan) is showing no/low contrast about soft-tissue, additionally some artifacts and inhomogeneities, and the contained greyvalues appear to be not calibrated. The MRI t1 scan it was fused to, shows significant distortion. This poor image data quality of both scans in combination contributes to the image fusion software not being able to automatically determine an as accurate match in the region of interest as desired by the surgeon for the treatment, due to lack of sufficient mutual information. There is no indication of a systematic error or malfunction of the brainlab device (stereotaxy planning). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.